Event description:
Ams laser green light hps bph fiber optic laser tip broke off inside of pt while surgeon was performing photovaporization of the prostate. Visible glass fragments from laser tip were then retrieved by the surgeon. (B)(4).